Event description:
The customer reported that the sensor was providing incorrect reading and error messages.

Manufacturer narrative:
(B)(4): this report is being sent in abundant caution only because this baby was being emergently treated ("baby was crashing"). There was no lack of awareness of the clinicians to this baby's condition and need for medical care. It was during this emergent care that the clinicians chose an incompatible 3rd party spo2 sensor and attempted to use it with a philips mms and monitor. The customer reported that their new intellivue multi-measurement server (mms), software revision g.01.72, was displaying an 'spo2 label sensor malf' inop, and when using the same sensor on an intellivue pulse oximetry module (m1020b), the sensor worked fine. The technical inop was obvious to users and the user error in trying an incompatible sensor posed minimal health risk. The customer sent two sensors to philips to be tested. Testing was performed and it was determined that the sensors did not malfunction per design and intent. Nellcor sensors do not work on/with fast 1 or option a02 mmss. Two new sensors were sent to the customer only because the tested sensors could not be returned to the customer. Device labeling (instructions for use) adequately describes which sensors are validated/approved for each option of mms. No further investigation or action is warranted.